Event description:
It was reported that a device keypad was unresponsive. There was not pt injury reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval found row 3 keys acting as row 2 keys, caused by a failed keypad. This failure mode does not provide any user opportunities to select care area or enter delivery parameters. The remaining keys were functioning as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.